Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties and shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery (pta). A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, upon removal from the sheath, severe resistance was met and the device was detached after pulling it. The procedure was completed with another of the same device. No patient complications were reported and the patient had no injury.